Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5111978) that a female patient underwent an unspecified breast surgery with mentor smooth round moderate profile 250cc saline breast prostheses and suffered several unexplained systemic symptoms, including gastrointestinal issues, brain fog, vertigo, tinnitus, intermittent breast pain, severe diarrhea and vomiting after eating, inflammation in gut, low levels of vitamin d and vitamin b12, numbness in hands and feet, fatigue, joint pain, headaches, feelings of severe thirst, dry red eyes, tested positive for activated epstein barr virus, chronic coughing, rash all over body, pain around spleen and liver, chest pain, blood clot under right armpit, gall bladder removal, depression, anxiety, suicidal thoughts, and additional unspecified breast implant illness symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. It was reported that many of the patient¿s breast implant illness symptoms improved following explant surgery. This medwatch report is for the 1st of two breast prostheses.